Event description:
This is a report from baxter (B)(4) of a no flow. The reported condition occurred before use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The reported condition of no flow was confirmed due to high cracking pressure. To address the high cracking pressure issue, the label instructions specify that the bag requires squeezing if the solution does not flow. A batch review was performed and no deviations were found. Should additional information become available; a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)

Manufacturer narrative:
(B)(4). The component that had caused this no flow condition was the drip chamber. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).